Event description:
The patient was referred to another facility for intervention. No further information is available.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out-of-range impedances. The patient is pacemaker dependent and reported momentary times where they lost consciousness. A lead fracture was suspected but could not be confirmed on x-ray. The patient was hospitalized with surgical intervention pending.